Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the pilot valve was leaking. Additional malfunctions include the md hose clamp was installed.